Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the device did not last as long as expected. The device was explanted and replaced. Prior to the replacement procedure, the battery bar on the new device was gray with pre-implant indication. The gray bar was still present after the device was at room temperature for 48 hours. The device was not implanted and a different device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 693558 lead, (B)(6) 2011. (B)(4).